Manufacturer narrative:
Device not returned to manufacturer.

Event description:
A customer in the united states reported assignment of a test result to the incorrect patient in association with the vitek 2 system, utilizing the hewlett-packard rp5700 pc. The customer further reported the patient was given inappropriate antibiotic treatment and required a toe amputation. The customer's pharmacy alleges the inappropriate treatment was the cause of amputation. Vitek 2 system image backups have been requested by biomerieux for internal investigation. An internal biomerieux investigation will be initiated.

Manufacturer narrative:
Biomérieux investigation was conducted. Full system software backups of both the vitek® 2 and observa tm were received from the customer and evaluated. Internal biomérieux systems were built with the customer's software and data. Data log files and audit trails were reviewed to determine activities performed by the system's softwares and by the customer. The customer's activities and data processing were performed on the systems. The vitek® 2 system software worked as intended (supported by the prior data and audit trail review). There is no indication that the vitek® 2 system software reported incorrect patient results. There is no evidence that observa malfunctioned or did not work as intended. The observa did not associate vitek® 2 results to the incorrect patient record (also supported by the prior data and audit trail review). It was determined that the customer manually uploaded the results for the reused accession (which included all associated results, old and new) and the customer's lis (laboratory information system) did not recognize that results for the reused/duplicate accession number belonged to multiple patients. The lis assigned all of the manually uploaded results for the accession number with the most recent patient using that accession number. Based on the investigation, the vitek® 2 and the observa systems are functioning in accordance with specifications.